Event description:
Product problem. The following are the details: per pharmacist's narrative, new needles block and pt is having pain on injection; observed pt technique which is correct; pen noted by myself not to work with some needles. Suspect drug 1 dosing: used pen needle as directed for insulin injection; 1 units - prn - sq: (B)(6) 2017 through (B)(6) 2018.